Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation with a circle mark of the alleged location of the leak. Unaided visual inspection was performed which revealed a small tear at the lower right side edge of the bag where the marking was observed. A functional testing was performed which revealed a leak on the marked location. Additional magnified inspection verified a tear/hole on the affected area. The reported condition was verified. The cause of the condition is manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.